Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Other contributing factors include the patient's nutritional status and trauma to the operative site. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the sternal wound infection is the patient's recent implant procedure, trauma to the operative site, and related comorbidities. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that four days after being discharged home from implant procedure, this patient reported that he "felt a tear" at the hemi-sternotomy incision. Upon assessment, purulent pus-like drainage was noted. The patient was re-admitted for wound vac placement and treatment via intravenous (IV) cefazolin. He was discharged home on (B)(6) 2015 with instructions to continue a six week course of IV antibiotics. The patient was last seen at clinic on (B)(6) 2015 and was reported to be doing will with no complaints.